Event description:
Pt underwent repair of dorv-now subaortic stenosis in complete heart block being paced. Abrupt manifestation of hb with asystole (hcp at bedside and saw this happen) which was managed emergently with brief chest compression while the pacer was changed. Device in question abruptly shut off. No sequelae for pt.